Manufacturer narrative:
The download data shows that the device generated an 0x6a alarm, indicating occlusion during runtime (threshold exceeded at end of bolus). Inspection of the device found no damages or manufacturing deficiencies that would cause the alarm. It could not be determined what caused the alarm. The exposed portion of the soft cannula was found to be torn. The length of the soft cannula was measured to be below specification. It could not be determined when or how the cannula was damaged.

Event description:
It was reported that the patient's blood glucose levels reached 500 mg/dl while wearing the pod between 4 and 24 hours on the arm.